Event description:
It was reported that the pt received a ncb pp dist fem plate, r, 18 h, l. 355m on the right side on (B)(6) 2012. The product broke two months after implantation (exact date unknown) and was explanted on (B)(6) 2013. It was further reported that the pt "was non-compliant".

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation ane an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).